Event description:
Vascular intervention case to treat pad in the anterior tibial. The physician inserted a quick cross capture device to catch the wire and treat from the antegrade approach. After catching the wire the quick cross capture was unable to be removed from the introducer sheath. This required the quick cross capture and sheath to be removed together. While switching out the sheath for a larger one the fellow attempted to hold arterial pressure but failed resulting in a large hematoma and resulted in the patient requiring a blood transfusion and transfer for temporary monitoring in ccu. Patient has since recovered and is doing well.

Manufacturer narrative:
Placeholder.